Event description:
A falsely elevated ctni result of 2.18 ng/ml was obtained and reported to the physician. The test was repeated after being questioned by physician and a value of 0.0 ng/ml was obtained. There were no adverse health consequences and the pt was released the same day. Analysis of instrument data and samples indicates sample integrity issues.